Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms that the tip of the forcep is broken off. The broken piece was not returned with the device. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. Therefore, the product analysis and the reported event could not be confirmed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, the ratchet of a peri-loc reduction forceps w/ points broad is broken and the reduction forceps keep slipping. Surgery was resumed, without any significant delay, with an available smith and nephew back up device; therefore, patient was not harmed.